Event description:
On (B)(6): operating room charge rn reports that a male was having a retrograde pyelogram when the fluoro failed. Physician completed the procedure with the endoscope. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot report of no fluoro and found no fluoro signal present at the generator interface module (gim) box. Fse replaced the x-ray footswitch assembly and verified proper operation per (B)(6). Unit passed checkout procedures and was returned to service.